Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was disassembling from the mating device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of nicks or gouges and tip shows wear. Also, the stop pin has fractured in 2 places. The device was submitted for further analysis. The analysis determined that the stop pin fracture showed that it suspected to have fractured due to sheared overload. Most of the fracture surface appeared to post-fracture damage. Further fracture analysis suspected that the fracture might be due to overload. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.